Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (9)(6) 2017, the reporter contacted animas alleging a motor (rewind issue) issue. It was reported that the piston rod was not retracting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the insulin delivery could be affected.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-mar-2018 with the following findings: during testing, the pump successfully completed the rewind, load cartridge, and prime steps with no loss of prime warnings occurring. The pump was exercised for 24 hours with no loss of prime occurring. No motor issue occurred during investigation. The pump¿s cover was removed and no damage was found to the motor assembly. The complaint of a motor rewind issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).